Manufacturer narrative:
Concomitant products: 37743, neuro programmer; 37752, neuro recharger; unknown ipg.

Event description:
It was reported that the right atrial (ra) lead had dislodged and was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal portion of the conductor. Visual summary analysis of the lead indicated damage at implant.